Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Plaintiff underwent a total hip arthroplasty on or about (B)(6) 2008. A diagnostic workup allegedly revealed the presence of increased levels of metal ions, which resulted in a revision surgery on unknown date. Suit filed in (B)(6).